Event description:
A physician reported a pt who was treated on 27 june 1997 into the glabella and perioral areas. The physician rec'd a letter from a pt which stated that on 4 july 1997, she developed crusting at the glabella which resulted in a "hole" at the glabella. The physician believed the event was due to necrosis. On 25 february 1998, the physician reported that the pt had persistent prolonged erythema at the glabella. No medical or surgical intervention was prescribed.